Event description:
The pt underwent interventional catheterization for severe peripheral vascular disease. There were bilateral arteriotomies and a very long intervention with 78 minutes worth of fluoroscopy. The right groin artegerade arteriotomy was closed without incident. The cardiologist attempted arteriotomy closure of the left side with a techstar xl 6 fr pvs. Insertion of the device resulted in bleeding around the sheath. The device was exchanged with a sheath and manual compression was initiated. The pt's blood pressure dropped and the pt was taken for exploratory surgery of the left groin. The vessel was noted to be extremely calcified and the arteriotomy was very close to the arterial bifurcation. The pt returned from the operating room on large doses of vasopressors, including dopamine and dobutamine. The pt whose hemoglobin runs low because of the chronic dialysis, was transfused with three units of packed red blood cells. The pt returned to surgery later that same night for exploration of the right groin. The arteriotomy was reinforced with a stitch and the retroperitoneum was evacuated of 400 cc of blood. A drain was placed in the retroperitoneal space and was reportedly putting out the equivalent of one pint of blood per hour. The platelet count reportedly dropped after the pt returned from the operating room. The pt rec'd a total of 20 units of packed cells during the night. An ultrasound of the heart during the night showed minimal muscle movement and the ejection fraction was quite poor. The pt returned to the operating room the next morning for further exploration. By that time, the pt had developed electromyocardial dissociation and the pt expired at some point following the third surgical exploration. The family refused a postmortem, but the cardiologist suspected that the pt at some point had developed disseminated intravascular coagulopathy and that the cause of death was probably multi-organ failure related to the pt's chronic renal failure and probable coronary disease. The cardiologist felt that the left side arteriotomy represented a bifurcation stick. He presumed that insertion of the pvs device dissected a calcified plaque resulting in an arterial tear. He did not attribute the death to the pvs device, instead suspecting the cause of death as disseminated intravascular coagulation related to the pt's chronic dialysis and an inability to locate the source of bleeding. This occurrence is being reported because of the initial difficulty with insertion resulting in bleeding around the device. The cardiologist has presumed that dissection of a calcified plaque caused an arterial tear. The vascular surgeon noted the vessel to be quite calcified. The instructions for use caution the user that the safety and efficacy of the pvs device has not been established in pts with fluoroscopically visible arterial calcium. The cardiologist also noted that the arteriotomy most likely represented a stick at the bifurcation of the profundis femoris and superficial femoral artery. The indication for use of the pvs device is clearly listed as closure of an arteriotomy in the common femoral artery, where manual compression would have been more effective in this instance.